Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that the pump time was incorrect, cause was unknown. Reportedly, the customer corrected the pump time and resumed insulin therapy. Customer's blood glucose was 140 mg/dl.